Event description:
A caller reported a cgm error, specifically error 42, but there was no information regarding any adverse impact on the customer's blood glucose level. The customer received assistance from technical support, which involved walking the caller through a pump reset. After the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.